Event description:
(B)(4) 2013- update product/lot and reason for revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices finds articulating wear indicating the devices were not centrally loaded. A search of the complaints databases against the product/lot code combinations finds one other report against the 3119668 lot code for pain. A review of the DHR (device history record) for product number 121887350 lot number 3119668 found no anomalies. A search of the complaints databases against the remaining product/lot code combinations finds no other reports. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been identified.